Manufacturer narrative:
Batch review performed on 07 march 2019: lot 175978: 99 items manufactured and released on 15-dec-2017. Expiration date: 2020-11-28. No anomalies found related to the problem. To date, 96 items of the same lot have been already sold without any similar reported event. Additional component involved: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115), lot 176811: (B)(4) items manufactured and released on 09-apr-2018. Expiration date: 2023-03-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. (B)(4)

Event description:
Revision surgery 4 months after primary performed due to infection. Ball head and liner were revised.